Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injury was reported, and the patient was in good condition post procedure.